Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During routine follow up on an unrelated customer experience the peritoneal dialysis nurse reported the patient was hospitalized for abdominal pain. The patient was diagnosed with peritonitis. The patient continued performing peritoneal dialysis treatments in the hospital. The peritoneal dialysis could not confirm the cause of peritonitis. There was no allegation of a device malfunction. It was reported that the patient¿s treatment modality was changed to an in-center hemodialysis clinic after the patient¿s catheter malfunction. Patient was reportedly scheduled to see a surgeon for catheter repair. Additional information was solicited.

Event description:
Additional information was solicited and received. On (B)(6) 2018 during routine follow-up for a separate drain complication event (c-277690) and additional follow-up on (B)(6) 2018, the peritoneal dialysis registered nurse (pdrn) reported that this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized (B)(6) 2018 for peritonitis. The patient reportedly presented with abdominal pain and cloudy effluent. The pd effluent culture did not show growth. No lab values were available for pd effluent white blood cell count. The patient was prescribed/treated with vancomycin (route, dose, strength, frequency and duration unknown). The patient was discharged the same day. After discharge the patient¿s catheter (not a fresenius product) was not functioning. The patient underwent catheter surgery (unspecified) on (B)(6) 2018 and has since transitioned to in-center hemodialysis. It is unknown how the patient contracted peritonitis. Per the pdrn, there was no indication of any product malfunction.

Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between the event of abdominal pain with subsequent hospitalization and diagnosis of peritonitis and pd therapy on the liberty select cycler with cycler set. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and liberty select cycler and cycler set. Additionally, there is no allegation of a malfunction or leak with any fresenius products reported for this event. Based on available information, a cause for the peritonitis cannot be determined the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
"."